Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and a red color was found in the pebax. Then during a closer second inspection a hole in the pebax with reddish material was observed. The magnetic and force features were tested, and no issues were observed. A manufacturing record evaluation was performed for the finished device with lot number 30273376l, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be performed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax sleeve. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter appeared to be moving/shaking on the carto 3 display while ablating although the catheter has not been moved. This was followed by the force display showing a warning sign for the catheter clashing but there were no other catheters present. After switching to a new catheter the issue was gone. There were no patient consequences. The customer¿s reported force and visualization issues are not MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. 1/15/2020, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found a red color inside the pebax sleeve. Foreign material observed inside the pebax and integrity of the pebax sleeve has not been compromised, is not considered to be MDR reportable. On 1/30/2020, during a second visual analysis, the pebax sleeve was found damaged (a hole) and a reddish-dark brown material inside of it. The returned conditions were reviewed and determined to be MDR reportable since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 01/30/2020 and reassessed this complaint as MDR reportable.